Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing elevated blood glucose (bg) levels; however, a specific bg value was not provided. It was also reported that the pump fill estimate was inaccurate. Reportedly, the customer believes the pump is not properly delivering insulin. A correction bolus was delivered prior to hospitalization. While hospitalized, the customer was treated with intravenous insulin. The customer's health care provider reviewed the pump settings and confirmed the settings were accurate. The customer reverted to insulin syringes after their hospitalization but stated that they will resume pump therapy. The cartridge was reloaded onto the pump and the fill estimate was accurate.